Event description:
The cerene cryotherapy device was used for endometrial ablation. The device was removed from the package, prepared, turned on, and inserted into the patient. At an undisclosed time, the device indicated error code 305. The physician elected to open a second device. The procedure was completed and the patient was treated successfully.

Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 305 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.

Manufacturer narrative:
While the initial complaint reported error code 305, investigation of the returned device revealed error code 265 (leak detected) occuring prior to treatment. Therefore, this event did not constitute an MDR-reportable malfunction. The device was replaced and the procedure was completed with another device. The root cause for the error code 265 was determined to be particulate on the dome valve sealing surface, arising from a piece of polymer that is believed to have been skived off at the press junction for the dome valve base.